Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident ceramic on ceramic hip system. It was further alleged that, the pt is experiencing "significant squeaking and discomfort in the area of her left hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time.